Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted: (B)(6) 2013; 694758 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) defibrillation coil. The lead remained in use for approximately three more years; however, the lead continued to exhibit high svc impedance as well as high impedance on its second defibrillation coil. The lead was explanted and replaced. When removed from the pocket, the lead was bent at a ninety degree angle at the yolk. The right atrial (ra) lead was explanted and replaced during the same procedure due to undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.